Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on 02/01/2017 with a diabetic ketoacidosis. The customer treated her high blood glucose level with a 8 unit bolus using the insulin pump. Customer's blood glucose level was between 550 mg/dl and 600 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.